Event description:
Related to MFR report # 2183959-2012-02082. It was reported by the plaintiff's attorney that on or around (B)(6) 2005, the plaintiff was implanted with a pelvic mesh product to treat stress urinary incontinence and/or pelvic organ prolapse. The plaintiff's attorney alleges that the plaintiff experienced "significant mental and physical pain and suffering, has sustained permanent injury," "has undergone medical treatment and/or corrective surgery and hospitalization" and "other damages."

Manufacturer narrative:
It is unk what ams pelvic mesh product was implanted. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.